Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer could not duplicate the failure reported. Exercised to no fail. Full calibration and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.

Event description:
It was reported that, during routine check the cardiosave intra-aortic balloon pump (iabp) unit had pneumatic leak test failure. There were no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.